Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012 and an xact stent was advanced into the right internal carotid artery. During deployment, interaction between the stent delivery system and the sheath caused the stent to migrate distally to the target lesion. A second xact stent system was then advanced and the stent deployed at the target site to successfully cover the target lesion. One day post procedure, the patient had a stroke. Magnetic resonance imaging and computerized tomography showed acute ischemic right cerebellar and right posterior inferior cerebellar artery infarct. The patient was treated with medications and condition is improving. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: embolic protection: emboshield nav 6. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The reported patient effect of stroke is a known observed and potential adverse event as listed in the xact instructions for use. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.